Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during an angiographic runoff diagnostic procedure, unraveled guide wire coating occurred. During removal of this starter bentson guide wire from the patient, it was noted that the device became hung up on the introducer sheath due to some resistance. After removal from the patient, it was noticed that the ptfe coating was unraveled on the distal end. The guide wire was intact, no coating detached. The procedure was completed with this device. No patient complications were reported and the patient's status is ok. However, returned device analysis revealed scraped ptfe coating.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was returned for analysis without any original packaging or other devices. The device presents indications of multiple offset coil conditions located 4.00 to 4.10cm and 4.70 to 4.80cm from the distal tip with indications of pinch, torsional and tensile loading at the offset coil damage sites. Numerous bends/kinks of varying severity are present over the length of the device. The safety ribbon wire and the outer coiling wire are otherwise intact and present no indication of fracture. The device presents scraped ptfe coating and dried blood-like material deposits scattered over the entire length. A gage bushing was passed over the length of the device distal and proximal of the offset coil damage without issue. All joints appear to be correct and intact by visual examination and by nondestructive testing. No other damage or inconsistencies are noted to the device at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).